Manufacturer narrative:
E2/e3 (reporter occupation): no information provided. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, the sheath of the cable was stretched and the strain relief side of the plug was torn. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable unit is deteriorated and corrosion on coupler stopper, the coupler rattles. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while using the camera head, the sheath of the cable was stretched and the strain relief side of the plug was torn. There was no patient harm associated with the event.